Manufacturer narrative:
Date of birth - unk. Event date: unk. (B)(4) - size incorrect for patient; (lens explanted); (vaulting). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2007. The lens was explanted on (B)(6) 2014 due to low vaulting. The patient experienced significant reduction of irido-corneal angles. The lens was exchanged for a longer lens and the problem was resolved.